Manufacturer narrative:
Additional information was received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported in the initial report that insulin pump alarmed no delivery. During troubleshooting, the customer primed 5u of fixed prime to determine if cannula/site connection may be occluded. The customer stated the insulin exited the tubing during prime. In addition at a later time, the customer's mother stated her son has been getting no deliveries for the past two days. The customer's blood glucose was 250mg/dl. Customer reported the alarm was resolved by a complete set change. Customer declined to return set or reservoir for analysis. Advised customer to call back when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 472 mg/dl. The customer treated his blood glucose level with a shot. The infusion set cannula was bent. The device was not returned.